Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch report ID 9610773-2023-03531 (B)(6) . Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Pending legal manufacturer evaluation results.

Event description:
It was reported the tip was broken off the rigid video laparoscope. This issue was observed during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.